Event description:
The manufacturer's representative reported that the patient had a catheter replacement following an episode of opioid withdrawal. Prior to the catheter revision, the pump had been increased severl times from hydromorphone 0.6 mg/day to 2 mg/day. Specific withdrawal symptoms were not reported.